Manufacturer narrative:
Investigation included a review of device use and troubleshooting with a recommended supply replacement and planned follow-up to assess supply performance. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that a device malfunction could not be confirmed and that user troubleshooting with supply replacement was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent elevated blood glucose throughout the day, with a reported value of 312 mg/dl, and was advised to perform a full infusion set and related supply change due to suspected supply-related issues after multiple recent mris and higher-than-usual supply usage. Symptoms included hyperglycemia. Outcomes included no reported alarms and no medical intervention or hospitalization.